Event description:
As part of our proactive measures to identify suspected products n pakistan, a market survey in 4 cities across the country was conducted and purchased samples from suspected sellers. None of the sample products were used on patients nor found in hospitals as they were purchased from the sellers directly. Based on the photos received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a box labeled as pms3, which appears to be damaged, and the labels are visible in the images. The image was visually inspected product code pms3 and lot hmw913hx . Upon visual inspection, multiple labeling discrepancies were identified, for example: 1. Size of product is incorrect 2. Translations are incorrect (suks x stuks / stuck x stück / locale x local / lea al prospecto x consulte o folheto informative / polypropylene tricote x polypropylène tricoté¿and more) 3. Illustration of mesh is different 4. Ec rep symbol, ce symbol and do not resterilize, lot are different 5. Missing the expire date symbol 6. Thunderbird artwork version is incorrect (xcpmm3.s30 x xcpms3.s30) 7. We are using gs1 barcode (photos are showing hibcc format) 8. Ethicon logo is incorrect. 9. Colored (blue) wave is incorrect format. 10. The photos are using qr codes instead of data matrix code format. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. Device history review lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches.